Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), embedded device ('a coil embedded into the myometrium/ perforation (other) please describe and state the location of the perforation: myometrium'), pregnancy with contraceptive device ('pregnancy'), fetal death ('baby died, termination.') And genital haemorrhage ('claiming bleeding:other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included incompetence of cervix (with first essure pregnancy.), cervical dysplasia, c-section, growth retardation, perforation of tympanic membrane, low grade squamous intraepithelial lesion, anogenital warts, preterm labor, vaginal delivery (edc: (B)(6) 2011) and pregnancy with contraceptive device ((B)(6) 2010). Impression: measurements consistent with dates with good interval growth for single viable iup. Cervical length measured by tv sono at 46 mm with cerclage seen in place and stable with valsalva. Posterior marginal placenta previa visualized. Concurrent conditions included multigravida, parity 3 ((B)(6) 2009, (B)(6) 2009, (B)(6) 2011), amenorrhea, cyst ovary, endometriosis externa, pelvic adhesions, shirodkar operation and nabothian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure migration/ expulsion of essure device"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infections"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced foetal death (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, pregnancy with contraceptive device, foetal death, genital haemorrhage, device expulsion, abdominal pain, female sexual dysfunction, dyspareunia, fatigue and vaginal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain, device expulsion, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, foetal death, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: patient did not received treatment for pelvic pain,abdominal pain, migration, perforation. The tubal ostia were visualized and the essure was placed on both sides with 2 coils left on the left side and 3 coils left on the right side, intrauterine patient experienced another episode of pregnancy which is captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: epithelial cell abnormality. Low-grade squamous intraepithelial lesion. Human papillomavirus effect is present.; on (B)(6) 2010: hpv, high risk ¿ positive.; on (B)(6) 2014: final diagnosis: uterus-hysterectomy chronic cervicitis. Squamous metaplasia. Nabothian cysts. Proliferative endometrium. Unremarkable piece of fibrofatty tissue.. Ultrasound scan - on (B)(6) 2010: no fetal pole seen. Rov wnl. Lov simple cyst 3.0 x 3.1 cm. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality safety evaluation of product technical complaint . Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s), embedded device ('a coil embedded into the myometrium/ perforation (other) please describe and state the location of the perforation: myometrium') and fetal death ('baby died, termination.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included incompetence of cervix (with first essure pregnancy.), cervical dysplasia, c-section, growth retardation, perforation of tympanic membrane, low grade squamous intraepithelial lesion, anogenital warts, preterm labor, vaginal delivery (edc: (B)(6) 2011) and pregnancy with contraceptive device (B)(6) 2010). Impression: measurements consistent with dates with good interval growth for single viable iup. Cervical length measured by tv sono at 46 mm with cerclage seen in place and stable with valsalva. Posterior marginal placenta previa visualized. Concurrent conditions included multigravida, parity 3 (B)(6) 2009, (B)(6) 2011), amenorrhea, cyst ovary, endometriosis externa, pelvic adhesions, shirodkar operation and nabothian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure migration/ expulsion of essure device"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced foetal death (seriousness criterion medically significant), genital haemorrhage ("claiming bleeding:other") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, pregnancy with contraceptive device, foetal death, genital hemorrhage, device expulsion, abdominal pain, female sexual dysfunction, dyspareunia, fatigue, vaginal infection, vaginal hemorrhage, menorrhagia and abortion spontaneous outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain, abortion spontaneous, device expulsion, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, foetal death, genital hemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: patient did not received treatment for pelvic pain,abdominal pain, migration, perforation. The tubal ostia were visualized and the essure was placed on both sides with 2 coils left on the left side and 3 coils left on the right side, intrauterine patient experienced another episode of pregnancy which is captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: epithelial cell abnormality. Low-grade squamous intraepithelial lesion. Human papillomavirus effect is present.; on (B)(6) 2010: hpv, high risk ¿ positive.; on (B)(6) 2014: final diagnosis: uterus-hysterectomy chronic cervicitis. Squamous metaplasia. Nabothian cysts. Proliferative endometrium. Unremarkable piece of fibrofatty tissue.. Ultrasound scan - on (B)(6) 2010: no fetal pole seen. Rov wnl. Lov simple cyst 3.0 x 3.1 cm. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 5 and 6 processed together. Pfs and mr received: new events were added: abnormal bleeding (vaginal), menorrhagia, pregnancy (stillbirth or miscarriage. Reporter information were updated. On (B)(6) 2020: fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), embedded device ('a coil embedded into the myometrium/ perforation (other) please describe and state the location of the perforation: myometrium'), pregnancy with contraceptive device ('pregnancy'), foetal death ('baby died, termination.') And genital haemorrhage ('claiming bleeding:other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included incompetence of cervix (with first essure pregnancy.), cervical dysplasia, c-section, growth retardation, perforation of tympanic membrane, low grade squamous intraepithelial lesion, anogenital warts, preterm labor, vaginal delivery (edc: (B)(6) 2011) and pregnancy with contraceptive device (B)(6) 2010). Impression: measurements consistent with dates with good interval growth for single viable iup. Cervical length measured by tv sono at 46 mm with cerclage seen in place and stable with valsalva. Posterior marginal placenta previa visualized. Concurrent conditions included multigravida, parity 3 ((B)(6) 2009, (B)(6) 2009, (B)(6) 2011), amenorrhea, cyst ovary, endometriosis externa, pelvic adhesions, shirodkar operation and nabothian cyst. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure migration/ expulsion of essure device"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infections"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced foetal death (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, pregnancy with contraceptive device, foetal death, genital haemorrhage, device expulsion, abdominal pain, female sexual dysfunction, dyspareunia, fatigue and vaginal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain, device expulsion, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, foetal death, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: patient did not received treatment for pelvic pain,abdominal pain, migration, perforation. The tubal ostia were visualized and the essure was placed on both sides with 2 coils left on the left side and 3 coils left on the right side, intrauterine patient experienced another episode of pregnancy which is captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: epithelial cell abnormality. Low-grade squamous intraepithelial lesion. Human papillomavirus effect is present.; on (B)(6) 2010: hpv, high risk ¿ positive.; on (B)(6) 2014: final diagnosis: uterus-hysterectomy chronic cervicitis. Squamous metaplasia. Nabothian cysts. Proliferative endometrium. Unremarkable piece of fibrofatty tissue. Ultrasound scan - on (B)(6) 2010: no fetal pole seen. Rov wnl. Lov simple cyst 3.0 x 3.1 cm. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs+mr received. New events: apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/urinary tract/vaginal) type: vaginal infections, perforation (fallopian tube(s)), embedded device, pregnancy with contraceptive device, device ineffective, fetal death was added. Removal details added. Outcome for pregnancy added. Concomitant conditions, drug and past medical conditions were added. New reporters, plaintiffs information and lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('claiming perforation :other'), device dislocation ('essure migration') and genital haemorrhage ('claiming bleeding:other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: patient did not received treatment for pelvic pain,abdominal pain, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury" was updated to new events pelvic pain, abdominal pain, bleeding, migration, perforation, patient did not underwent essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.